Event description:
It was reported that the patient fell and could not capture the same stimulation after the fall. Impedances on electrodes 4/7 showed impedances below 50 ohms, though these were not used in the therapy. Therapy impedance was 784 ohms. X-rays were ordered, but the results were not known. It was reported that the patient was scheduled for a lead revision in approximately one month. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension: model 37082-20, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown. Lead: model 3888-33, lot# v159751, implanted: 2008 (B)(6), explanted: unknown. Lead: model 3888-33, lot# v159751, implanted: 2008 (B)(6), explanted: unknown. Lead: model 3778-60, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown. Accessory: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4).